Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the infusion device was defective. No adverse event was reported. The infusion device serial number was not provided. The alleged product was requested to be returned for product evaluation.